Event description:
It was reported that both the right atrial and right ventricular leads were old and had high thresholds and low impedances. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.